Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set to address the issue. Customer¿s blood glucose level was 413 mg/dl and customer was in ¿keto acidosis¿. Reportedly, elevated bg level was due to a non-tandem infusion set unknown site issue. Customer went to the emergency room for blood glucose level and was admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information, however no response was receive. The infusion set brand and manufacture was not provided.